Event description:
The patient contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately high. The medical affairs specialist spoke with the patient to obtain additional information. The patient reported obtaining a fastiing blood level of 270 mg/dl at 9:00 am, while experiencing no symptoms of high or low blood glucose levels. They administered 5 units of 70/30 insulin based on their sliding scale regimen. Within a few minutes the patient described feeling cold, clammy, flushed, and sluggish. They had been in the process of preparing their breakfast. Their friend contacted 911 due to their symptoms and within 10 minutes the paramedics arrived. No actions were taken prior to the paramedic's arrival. A result between 34 mg/dl and 40 mg/dl was obtained on the emergency medical technician meter. They were administered glucose. The patient declined being transported to the hospital. Results of 109 mg/dl, 119 mg/dl and 128 mg/dl were obtained on the emergency medical technician meter prior to their departure. Approximately 2 hours after the paramedics had left, the patient obtained a 109 mg/dl on their meter. The customer care representative was unable to walk the patient through quality control testing, as a check strip and control solution were unavailable. The patient obtained a 270 mg/dl, while having no symptoms of high or low blood glucose levels, they administered insulin based on the reported meter reading, experienced hypoglycermia, and received glucose treatment for a low blood glucose level. Based on the information supplied, there is an indication that the event meets the criteria for a medical device reportable device reportable, as the patient experienced injury and medical intervention. The meter was replaced.